Manufacturer narrative:
See user facility voluntary emdr report number mw5085080. Subcutaneous incision closure was performed using running barbed sutures. Surface closure was completed using surgical staples and the zipseal 24 surgical skin closure convenience kit, which consists of the zip 24 surgical skin closure device (suspect medical device) and the cardinal health topical skin adhesive (concomitant medical product). Based upon review of patient photographic image and accounts provided by medical staff and zipline sales representative who performed staff training/inservice, the zip device lost partial adhesion of hydrocolloid strips as a result of contamination with blood/body fluids on pod 1. Failure has been attributed to a combination of inadequate suturing and overtightening of the zip device straps. [Voluntary user facility report mw5085080.pdf].

Event description:
Total knee arthroplasty patient was re-admitted to operating room for re-closure of surgical incision as a result of adhesion loss and partial migration of zip device. See voluntary report number mw5085080 generated by user facility.